Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system is making a sparking noise and smoke coming out. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the sparking noise and smoke coming out due to battery pack leakage. Fse replaced the energy storage battery packed, and storage charger packed. After the replacement of energy storage battery packed, and storage charger packed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was making a sparking noise and smoke was coming out. No harm to the patient or user was reported. Philips has started an investigation of this complaint.